Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working due to a hole in the connecting tube between reservoir and pump, which led to fluid loss and inflation issues. A surgical procedure was performed to remove and replace the device. There were no patient complications reported.